Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Device evaluation: at leaflet 3, calcification is minimal to moderate in the cusp area and minimal in the free margin. Minimal to moderate calcification is detected in the free margin of leaflet 1. Host tissue is minimal to moderate at the stent inflow and the tissue inflow. A thin layer covered most of the three leaflets. Sheer thin layer from the pericardial tissue has separated at the cusp region of leaflet 2. The x-ray demonstrates calcification. Customer letter sent included evaluation and DHR results.

Manufacturer narrative:
On 06/04/2009, the device history record (DHR) review was completed and there was no nonconformance relating to this event. 06/11/2009 requested information regarding return of the product and was informed that our office was having difficulty with the shipment to switzerland but this should be resolved shortly. Despite having been advised that the device will be returned, at 07/10/2009, no device has been received for evaluation. This cer will be reopened and updated in the event that the device is received. All relevant tasks relating to the evaluation and notification to the customer will be reopened and handled as appropriate. This was determined to be reportable per edwards lifesciences procedures.

Event description:
Reportedly, the device was explanted due to heart failure. This was a triple bioprosthesis explant procedure. Tee indicated severe tricuspid regurgitation. Tee report recap for tricuspid device: tricuspid bioprosthesis is well-seated with thickened and restricted leaflets. Moderate stenosis (mean gradient 8mmhg, peak 14mmhg) and severe regurgitation. Pulmonary valve not well seen. Condition of prosthesis when removed: partly calcified leaflets. Implant date: unknown. Explant date: 2009. See also hvt001283 and hvt001284. No other information provided. Requested cd copy of echo, operative report and additional information regarding implants. Devices to be returned for evaluation. The device history record (DHR) review is in process.